Manufacturer narrative:
The device was returned to olympus and the device evaluation was unable to reproduce the reported issue of color bar flickering and no image. Follow up with the user facility is currently being performed and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video processor color bar is flickering and no camera image when plugged in. The issue was found prior to use and there were no reports of patient harm.

Event description:
The customer reports no delay on the procedure and the procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, d10, h6, h10. Correction: h6 (medical device problem code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.